Event description:
It was reported that a clearlink buretrol solution set experienced a situation of no flow during set up and use. Nothing unusual was reported that could contribute to the condition. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.